Manufacturer narrative:
When the smart control stent (c08060sl/lot 15054985) was taken out of the package, the locking pin was found already off the handle. It is unknown if there was any damage to the outer packaging. There was no mishandling of the product. It is unknown if the handle of the device was damaged when taken from the packaging. The product was properly stored. The malfunction occurred while the device was being taken from the packaging. Another product (details unknown) was opened and the procedure was completed successfully. The complaint product was not clinically used. The product is not being returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint of the smart control locking pin loose from the handle could not be confirmed since the device was not available for analysis. Based on the device history record review, there is no evidence to indicate there were any manufacturing issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. Review of the available information does not suggest what factors may have contributed to the reported event. No conclusion can be made regarding the root cause; therefore, no corrective actions will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
When the smart control stent was taken out of the package, the locking pin was found already off the handle. The patient is a male (age unknown). It is unknown if there was any damage to the outer packaging. There was no mishandling of the product. It is unknown if the handle of the device was damaged when taken from the packaging. The product was properly stored. The malfunction occurred while the device was being taken from the packaging. Another product (details unknown) was opened and the procedure was completed successfully. The complaint product was not clinically used.